Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 360cc silicone breast implants which the patient reported the following: patient is experiencing complications but she is not sure if it's related to having 4 kids five under the age of five .she is tired a lot, she has discomfort and fatigue, she has weird joint and shooting pain in her wrist, ankle and knee and it is very random. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).